Manufacturer narrative:
D9 - date returned to mfg on 9/21/2023. The complaint of leakage can be confirmed on the returned one used 14687-15 primary plum set with the cap open. As received, the air filter on the vent plug juncture was wetted out with prior infusate. No damages or anomalies noted at the vent plug juncture. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that there was a leakage of an unspecified chemo on the filter vent during infusion. The tubing was replaced, and therapy resumed. No other physical defect noted on the product. There was patient involvement but no patient harm.

Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.